Event description:
It was reported that the stent graft catheter split and the stent graft failed to deploy. Reportedly, the stent graft was being placed for venous stenosis within the central innominate being and during an attempt to deploy the stent graft the blue catheter split and the stent graft could not be deployed. The access site was ipsilateral and straight with no tortuosity or calcification in the tracking patch. The stent graft was removed without incident and another was implanted without complication. There was no report of injury tot he pt.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported event. This is the first event reported for this lot number to date. The device was returned for evaluation. Investigation findings show that the safety clip was missing, the tuohy-borst adapter was open and the outer sheath was torn off at the catheter reinforcement and elongated over a length of approx. 60 mm distal to the catheter reinforcement. The stent graft was loaded on the delivery system but shifted distal for approx. 9 mm. A strut of the stent graft penetrated through the outer sheath at the position of the marker band. The strut prevented the stent graft from being further released. The results of the investigation are confirmed. This event may have been associated with insufficient flushing procedures. However, based on the information available, a definitive root cause for the reported issue could not be determined. The instructions for use (IFU) states: the stent graft lumen must be flushed before introduction of the delivery system. The application reported represents an off-label use of the device. The fluency plus tracheobronchial stent graft is indicated for the treatment of tracheobronchial strictures. The safety and effectiveness of this device for the treatment described has not been established.